Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated via (B) (4), that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 900 mg/dl, and dehydration. The customer stated that he had changed the infusion set and that evening, the experienced blood glucose levels above 600 mg/dl. The customer treated with an injection and brought his blood glucose levels down to 380 mg/dl. The customer went to bed and woke up with high blood glucose levels, flulike symptoms and vomiting. At the hospital, the customer noticed that the infusion set tubing was crimped. Nothing further was reported.